Event description:
After the placement of theses leads in [redacted] and being followed by the md's office, the patient had progressive dysfunction consistent with insulation fracture. The decision was made to remove the current pacemaker and leads and replace with a brand new dual-chamber pacemaker generator and lead system.